Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the black box showed no evidence of any power reboot events. The pump¿s ¿ez-prime¿ steps were performed correctly with no power interruptions during the investigation. The pump¿s cover was removed, and no intermittent conditions were found to the power printed circuit board. Investigators were unable to duplicate the ¿intermittent power¿ complaint. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. No battery cap was returned, and a test battery cap could fit securely.